Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that there was no power in l1 due to the defective data ups in main cabinet. Fse disconnected the data ups and bypassed it from the system using a jumper. After repairs, the system was returned to use in good working order.